Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) and requested a review of this implantable cardioverter defibrillator (ICD) stored device data and confirm device operation. There were stored ventricular episodes with delivered inappropriate bursts of anti-tachycardia pacing (atp) and shock therapy. It was noted that the ventricular episodes were possibly atrial or sinus tachy driven. The rhythm appeared to be one to one ratio. Further review of an episode showed the delivery of three bursts of atp and eight shocks. Therapy was exhausted. Ts noted that after each shock therapy the rhythm appeared to spontaneously accelerate to ventricular fibrillation (vf). Ts discussed review findings with the hcp and recommended programming optimization options. At this time, the device remains in service. No additional adverse patient effects were reported.